Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 18:22:28. During night drain cycle six, the patient's ultrafiltration reading was 1695ml, indicating the patient drained 1695ml more than their maximum programmed fill volume of 1600ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.